Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: h6. Additional h-3 summary: a failed suture needle was submitted for fractographic evaluation. The component was identified as product code jv1086. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/07/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary - it was reported the needle of the suture broke close to the junction wire/needle, when the needle was placed on the needle holder. It was received a needle/suture in two sections of product code jv1086, lot qcbdhgr0. During the visual inspection of the sample, the needle was received broken in two section, swage area attached to suture piece and a needle piece. Due to condition of the broken needle, additional evaluation by laboratory is necessary to determine the assignable cause. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2020and a suture was used. During the procedure, the needle of the suture broke close to the junction wire/needle, when the needle was placed on the needle holder, above the instrumentation table. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.